Manufacturer narrative:
There is no information provided regarding the return of the actual complaint product to the manufacturer. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 19oct2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). Device not returned

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two patients. This is the second of two reports. Refer to 9611594-2017-00136 for the first patient. It was reported that the suture broke 24-48 hours after placement. Additional information was received 29sep2017 that states two of the three sutures broke. There was no injury and no medical intervention. No additional information was provided.